Event description:
It was reported that the health care professional (hcp) wanted a consult review post operatively since the patient with an implantable cardloverter defibrillator (ICD) underwent a non-related device procedure. Technical services reviewed and found that this non-boston scientific right atrial (ra) lead exhibited high out of range (oor) pacing impedances measuring greater than 3000 ohms. The patient is not dependent on ra therapy. At his time, the ICD and ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).